Manufacturer narrative:
Corrosion damage was noted within internal components.

Event description:
The core impaction drill was sent for service due to overheating during a tooth extraction procedure. Another device was used to complete the procedure without any delay. No adverse event was reported.